Event description:
A malfunction in the customer's pump was reported, displaying malf 16. It is unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. Technical support assisted the customer with resetting the pump, but the malfunction recurred. Consequently, technical support arranged for a replacement pump and instructed the customer on returning the faulty device. The customer will use multiple daily injections (mdi) as a backup insulin delivery method.